Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the instrument was returned in good physical condition. One conforming clip received inside a plastic bag. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to mfg specifications. We were unable to re-create the event. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device was fired several times during unk firings and the clips were not closing completely causing some bleeding. The bleeding was controlled with the harmonic and the clamp, cut and tie technique was utilized. No blood products were necessary. Another device was used to complete the procedure. There was no adverse consequence to the pt.